Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a mist emitting from the sterrad® nx sterilizer. The customer confirmed nobody was in the room. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite.this event is being reported as a malfunction report subsequent to a serious injury.